Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there are faint and very subtle lucencies in the medial femoral condyle, potentially related to the event/deficiency description of nondisplaced fracture. No signs of loosening, wear, radiolucency, or contributing factors. Overall fit, alignment, and bone quality appears normal. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: screws placed for non-displaced fracture of medial condyle. The complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a clinical study patient underwent primary right tka and experienced an intraoperative non-displaced fracture that of medial condyle and was repaired with screws.